Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial tray component found evidence suggesting micro motion of the device in vivo. The investigation could not draw any conclusions about the reported device loosening or suspected micro motion; however, no evidence was found suggesting product failure or product contribution to the reported event. No evidence was found suggesting product failure or product contribution to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address loosening of the tibial component at the cement/implant interface. The MFR of the cement used in the primary surgery is unk.